Manufacturer narrative:
There was no indication of any malfunction of the device. Not ret'd for evaluation.

Event description:
Allegedly, on (B)(6) 2010 the patient underwent a laparoscopic hysterectomy procedure for uterine fibroid tumor where the morcellator was used. The surgical pathology on (B)(6) 2010 showed primary endometrial carcinoma. She has since undergone additional surgical procedures and received chemotherapy treatments.